Event description:
Information received from the field notes that the patient presented to the emergency room with an intrinsic rate of 20-30 bpm complaining of syncope. The device was found to be in back-up mode and no pacing was present.